Event description:
Customer had originally called on (B)(6) 2026 regarding if our items contained latex and was advised while the item in question doesn't have latex it is produced in a factory that does have latex items so are unable to say the item has not come into contamination. Customer has then called up following day and mentioned that they had already tried on the support before calling and then had an anaphylactic shock resulting in an ambulance being called and rushing to a hospital. 3 lots of adrenaline, bloods and defib panels being applied and 4.5 hours in resuss/ a&e with a further 3 hours being monitored and then being sent home with steroids. (B)(6) further call to customer confirmed time frame that support had been tried on and then reaction started a couple of minutes later, no gels creams or anything different from normal had been applied prior to trying on the support. Customer sent receipt for (B)(6) showing item being ordered and would like a warning being put up to advise that items are not made in a latex free factory. (B)(6) advised that all details will be passed to the relevant teams and while we should be able to do things on our box and website where applicable, we may not be able to update other customer sites such as (B)(6) or (B)(6). (B)(6) advised that once email had been received with receipt on then a full refund will be able to be issued via (B)(6). Customer was happy that this had been taken seriously and praised (B)(6) for her concern and the information that had been provided to her.

Manufacturer narrative:
The factory has reviewed their production records, traceability data, and raw material certificates (including oeko-tex) confirmed the product was manufactured in accordance with all validated specifications. No deviations or cross-contamination events were identified. The device composition does not contain any known sensitisers or irritants including latex which the patient has a known allergy to.